Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the surgeon did an air leak test and it indicated filtration to peritoneum. The doctor reinforced the gastro intestinal anastomosis with manual suture and did another test and it was positive again. The surgeon looked again and detected that the leak was coming from the gastric pouch mechanical suture. Manual suture was done and the air leak test did not detect any leak. Surgical time was extended for 30 minutes and the patient extended the hospital stay with gastric fistula.